Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: a3dr01, implantable pulse generator (ipg), implanted: (B)(6) 2013; 5086mri, implantable pacing lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had dislodged. The lead was repositioned and remains in use. Also, as the lead was connected to the implantable pulse generator (ipg), the ipg was not pacing at max outputs. The lead tested acceptably through the analyzer, therefore the device was explanted and replaced with another device with no problems. No patient complications have been reported as a result of this event.